Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was more than 400 mg/dl which was treated with manual injections. Customer was experiencing high blood glucose symptom like difficulty in breathing. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was inactive at the time of incident. Customer also reported that their infusion set had bent cannula. The insulin pump will not be returned for analysis.